Manufacturer narrative:
(B)(4). This report was filed by the MFR. The set had been received and the eval is ongoing. A follow up report will be submitted with the investigation results once the eval is completed.

Event description:
Customer reported while giving avastin (chemotherapy) infusion via a texium bonded secondary set, leaking occurred at the connection between the smartsite valve and the base of the texium. The pt received a full chemotherapy dose. There was no report of pt harm or medical intervention. No further pt or event info was provided. MFR report #: 9616066-2014-00301. MFR's report date: (B)(4) 2014. (B)(4).